Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The investigation has been completed. This is an initial final report submission. Review of the most recent repair record determined the ratchet was seized; the ratchet had a not original screw. The ratchet gears and screw were replaced and resolved the reported issue. The device was originally manufactured in january 2011 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the skin graft mesher stopped working. There was no injury, medical intervention, or delay reported. At product evaluation investigation it was found that the ratchet was seized. No adverse events were reported as a result of this malfunction. No additional event information available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet was found to be seized. The ratchet gear was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.